Event description:
Smartez device containing vancomycin 1.25gm/ns 250ml (175/250ml, lot #6120560, exp 03/31/2019). Pt called and explained device would not infuse after over 30 mins. Pt unhooked device and flushed with both ns and heparin, still no improvement with infusion. Device shows evidence of slow/flow.